Manufacturer narrative:
(B)(4). The actual device was not returned to the manufacturing facility for evaluation. Therefore the investigation is based upon the user facility information and a retention sample from the reported product code. Visual inspection did not find any anomalies. Magnifying inspection did not reveal any anomalies on the outer surface. The outside diameter was measured along the total length and confirmed to be within manufacturing specifications, being comparable to that of the current product sample. The urethane outer layer was peeled off from the wire intentionally for the purpose of checking the adhesion level of the urethane outer layer to the core wire. No anomalies were observed. A review of the device history and shipping inspection record of the product code/lot # combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot # combination. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be definitively determined based on the available information, the damage is likely to have been caused by the actual device having been used in combination with a metal needle or a metal device. The device labeling does address the potential for such an event in the instructions-for-use (IFU) with statements such as the following: "do not use the guide wire m with devices which contain metal parts such as atherectomy catheters, laser catheter, or metal introduction devices as they may cause the guide wire m plastic coating to shear and/or sever the wire." All available information has been forwarded to the manufacturing facility for appropriate tracking, trending and follow up. (B)(4). Actual device not returned.

Event description:
The user facility reported sheared coating on the glidewire device. Follow-up communications with the user facility confirmed the following information: the event took place in the month of march 2015, a specific date was not reported; the glidewire was pulled out of a sheath; part of the polyurethane coating was left in the sub-q tissue space; the procedure was completed; and the patient was reported as doing good.